Event description:
Boston scientific received information that during the implant of this right ventricular lead, threshold measurements with a pacing system analyzer were observed to be 0.9 to 1.0 volts. When the lead was connected to the device, threshold measurements increased to 2.5-2.8 volts. Additionally, when threshold testing was started, a 2 second pause in pacing was observed. One day post implant, threshold measurements were observed to have increased to 3 volts. Device outputs were increased. Subsequently, a few hours later, loss of capture of every third beat was observed. X-ray imaging was performed and was unremarkable. Device outputs were increased further and the physician will continue to monitor. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.